Event description:
Multiple samples with discrepant results for co2. Only the following examples were provided: initial result 47 mmol/l, repeat 29 mmol/l; initial 45 mmol/l, repeat 22 mmol/l. Initial results were not reported. The field service representative determined there was a problem with the rinse mechanism. The instrument was repaired.